Event description:
It was reported that there were white and brown stains on the cuff after sterilization. Before sterilization, the tube was washed with mild soap and water. The tube was unusable and another one was used. No patient injury was reported

Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspection were completed and no issues were noted during manufacture. The sample was received in used conditions, with its certificate of safe handling and without its original packaging inside a ziploc bag. Visual inspection was performed at 12" under normal lighting to received unit, in order to detect any damage on the cuff or airline. Results: during the visual inspection, we observed yellow stains in the cuff. Contamination not well measured for this occurrence the mitigation to detect the reported complaint. Components are 100% inspected by production personnel before and after every operation to detect any contamination. If during the inspection, they detect contamination in the parts, it is measured to ensure that meet with the specification of finished goods. Components are 100 percent inspected by production personnel before and after every operation to detect any contamination in the units. Quality inspectors takes a representative sample of the lot and performs a visual inspection in order to detect any contamination on the units according to inspection for finished goods. The most probable root cause is that damaged occurred after the product left the facility. No corrective actions were taken. No information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).